Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v391797, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient reports pinching sensation at implantable neurostimulator (ins) site the last three days, specifically when they lifted their or when laying a certain way in bed. The patient also reported that their bladder was not emptying properly. It was initially noted that the issue had started in the past 3 days but it was later reported that it started in the last 7 days. In addition, the patient stated that they had lost 50 pounds since having the device implanted. They did mention that they "leaked" while doing lunges the (B)(6) prior to report which had never happened to them before. The patient had the ability to increase or decrease stimulation and it was suggest to them to try to decrease it to see if it helps with the pinching sensation. The patient had a follow up appointment scheduled for (B)(6) 2014 but was going to see if they could get an earlier appointment. The indication for use of the implanted device was noted as interstim-other. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.